Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell some months ago and the scs system stimulation decreases by itself. A company representative met with the patient and checked impedances and found the lead had high impedances on most contacts. The patient was receiving therapy in the wrong location (the right side), instead of the patient's pain pattern of the left shoulder and upper back. The patient saw the doctor and x-rays showed the lead remains in place. Surgical intervention will be taken for lead replacement.